Event description:
The following has been reported by customer: outer housing replacement. Full description: found device in office and inspected. As soon as device was plugged in it would alarm constantly without actually powering on. Noted that wi-fi card was also missing and there was no battery in it. Replaced the battery but device behaved the same. Replaced power board, issue persisted. After replacing the cpu board, the backlight could be seen but no information was being displayed and none of the buttons worked. Disassembled and saw that a ribbon cable was clearly loose that connects the screen to the buttons. Put cable in properly and reassembled. Screen was functional but buttons were not. Tried with the same result and replaced the outer housing that held the buttons. Once reassembled and sure all issue seemed to be resolved, plugged into partner software and performed all calibrations. Disassembled and installed new wi-fi card. Initially was not able to reconfigure wi-fi settings., flashed cpu board and reconfigured pump settings and was able to reconfigure wi-fi settings. Afterward had to perform calibrations again as device saw new cpu board. Calibrations performed. Pump required full pm to be put back into service. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump shows several damaged parts and missing parts. For this reason, damages and/or missing were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.